Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer allege insulin pump was over delivering insulin. The customer treated low blood glucose with glucose tablets and drank orange juice. The reservoir will not be returned for analysis.